Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to: tilting and perforation. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The following additional information was received per medical records: the ivc filter was placed prior to an ultrasound completed in 2009 as the ivc filter was identified during ultrasound. Approximately 3 years post implantation, the patient was admitted for shortness of breath and to rule out pe and coronary artery disease. Additionally, hyperlipidemia, hypothyroidism, chronic kidney disease stage iii, and recurrent dvt on lifelong coumadin. The patient is obese. Approximately 10 years post implantation, a CT scan was performed and revealed the filter in place appears to be an optease ivc filter which is tilted approximately 38 degrees, remains in proper location and has questionable obstructed perforation of 2mm posteriorly. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 10 years post implantation. The patient reports perforation of filter strut(s) outside the ivc and filter tilt. The patient also reports suffering from pain in chest and abdominal area.

Manufacturer narrative:
Additional information: section a2-a5 (patient information) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d6 (implant date: prior to ultrasound in 2009) section g4 (date received by the manufacturer) section h6 (evaluation codes: updated patient code from 2001 to 2135). Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation. The patient reported becoming aware of perforation of filter strut(s) outside the ivc and filter tilt, approximately 10 years post implant. The patient also reports experiencing pain in the chest and abdominal area. According to the medical record provided, the ivc filter was placed at the latest in 2009 as ultrasound completed in 2009 identified the implanted device. The medical record is from approximately three years post implant and noted a medical history of diabetes, hypertension, hyperlipidemia, hypothyroidism, chronic kidney disease, stage 3, obesity and right lower extremity deep vein thrombosis (dvt) that worsened to bilateral dvt while on therapeutic does of coumadin. The patient was admitted to a facility for complaints of shortness of breath and to rule out pulmonary embolism and coronary artery disease. No additional records were provided regarding this admission. Approximately 10 years post implant, a computed tomography scan was performed and revealed the filter in place appears to be an optease ivc filter which is tilted approximately 38 degrees, remains in proper location and has questionable obstructed perforation of 2mm posteriorly. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Chest and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.